Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the mcm20 clip misfired 3 times. No details obtained about surgeon or procedure. A new applier was used to complete the case. There was no consequence to the pt.